Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis. On (B)(6) 2012 the patient experienced peritonitis. A culture was performed. The results were unknown. The patient was not hospitalized. The cause of peritonitis was reported to be patient made a mistake / touch contamination. The patient is recovering and continued therapy. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint, for use error - breach in aseptic technique is confirmed because the patient made mistake / touch contamination, which is a use error that can cause can peritonitis. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.